Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. A review of the event history log (ehl) showed 5 downstream occlusion alarms and 2 upstream occlusion alarms, however no air-in-lines were revealed which could potentially indicate an over-infusion. Functional testing was performed and did not identify any issues related to the customer reported condition (overinfusion). A flow test was performed, and the flow accuracy error percentage was within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over infused heparin during infusion. The faster than expected rate of infusion was noticed immediately, and the infusion stopped. This occurred during delivery in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.